Manufacturer narrative:
It was confirmed that the display was not calibrated. It was not confirmed that calibration was unavailable. The connection between the display overlay and printed circuit board (pcb) was re-seated and the display was calibrated with the stylus. The circuit boards and mechanical parts were inspected, and damaged/worn out parts were replaced. The hard drive was reconfigured, the software reloaded and updated and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's display was unresponsive to stylus interaction. It was noted that an alternate stylus was used, but the issue persisted. It was further reported that the programmer display calibration tool was inaccessible. The programmer was returned for service. There was no patient involvement.